Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error and tones were emitted. A review of the device data by technical services (ts) confirmed that the power consumption of the device was increasing abnormally. The device was malfunction and displaying premature battery depletion and should be explanted and retuned for analysis. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the describe event or problem field and the device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error and tones were emitted. A review of the device data by technical services (ts) confirmed that the power consumption of the device was increasing abnormally. The device was malfunction and displaying premature battery depletion and should be explanted and retuned for analysis. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error and tones were emitted. No adverse patient effects were reported. The device remains implanted to date.